Manufacturer narrative:
Continuation of d10: product ID 97745 , (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial:(B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller was unresponsive and the issue began three days ago. Patient stated that they unplugged the controller from the ac power supply cord and the controller went blank/unresponsive, prior to this the controller was 30%. The patient plugged the recharger to the controller. Patient noticed the controller was black and unresponsive. The patient plugged in the controller to the wall and verified that the wall charger light was green while there was not a light present on the controller. Agent walked the patient through removing the battery pack and plugging controller into the ac power supply cord. The patient stated the controller did not power on until a minute or so later. Patient noted that the green light was flashing on the controller. Patient confirmed no physical damage on the recharger cord, pins, controller connector port pins nor battery pack pins. The patient plugged their recharger into their controller and could not unlock the controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back and was stuck in the pairing process with replacement controller. Pt said the controller had gotten to searching and would spin and spin, but wasn't progressing. Agent had pt confirm they were using li battery pack and reset the controller. Pt tried once more and was stuck at 'checking recharger' which kept spinning for a couple minutes and wouldn't progress. Agent sent email to repair and closed case. Patient called back as they received both a replacement controller and a recharger. Patient stated they couldn't get the recharger to work. Patient tried to use the new recharger with the old controller but wasn't able to advance past the checking the recharger screen on the controller. During the call, agent had patient blow into the controller port. Patient attempted to use the new recharger and got stuck on the checking the recharger screen. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight obtained.

Manufacturer narrative:
Concomitant medical products: product ID: 97745nt, serial# (B)(6). Product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: m995402a001, serial# (B)(6). Product ID: 97745ac, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that despite the recharger and two controller replacements, their controller will still not take a charge, and they are in pain as they have gone days and weeks without being able to use their stimulation. Patient stated they had not sent any equipment back yet, so they have tried 3 controllers, and none of the controllers will take a charge. Agent had patient remove the battery pack and plug the controller into the ac power supply, and the controller turned on and showed the pairing screens. When patient reinserted the battery pack, there was no green solid or flashing light above the controller screen. Patient stated the green light was on the ac power supply. Patient wiggled the ac power cord around and confirmed no green light appeared on the controller. The issue was not resolved. Patient was slightly escalated and repeated their frustrations as they are in pain as they cannot get any of the replacement equipment to work. An email was sent to repair to replace the li battery pack and the ac power supply.